Event description:
It was reported that they have been receiving alert 113 (reduced water temperature control) on arctic sun device, since they returned from cat scan. Targeted temperature (tt) was 36.8c, patient temperature (pt) was 34.3c, water temperature (wt) was 33.4c, flow rate (fr) was 1.5lpm. Nurse denied adding water when the patient returned from cat scan, water reservoir level (wrl) was 5, heater command was 100%. Drained excess water from circulation tank. Water temperature increased, 36c by the end of the call. Per follow up information received via phone on 09apr2024, it was reported that therapy was completed on the 17-year-old female patient without any impact. They were instructed by mis to unkink any kinks in the tubes and to restart the device. The issue was resolved by doing this. The device would not be sent in for evaluation.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been receiving alert 113 (reduced water temperature control) on arctic sun device, since they returned from cat scan. Targeted temperature (tt) was 36.8c, patient temperature (pt) was 34.3c, water temperature (wt) was 33.4c, flow rate (fr) was 1.5lpm. Nurse denied adding water when the patient returned from cat scan, water reservoir level (wrl) was 5, heater command was 100%. Drained excess water from circulation tank. Water temperature increased, 36c by the end of the call.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.